Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. Troubleshooting was performed. The customer stated that before being taken to the hospital she was vomiting and her blood glucose was 680mg/dl. The customer treated with manual injections and the glucose level dropped to 90mg/dl. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and passed. No further information was provided.